Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined cutter creating an incomplete cut. Gears and collars were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. Additional reports: 0001526350-2023-00265-1; 0001526350-2023-00664. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the unit was producing incomplete meshes. The investigation found the cutters also produced incomplete meshes. The event occurred outside surgery. There was no reported patient involvement, harm, or delay. Due diligence is complete, no further information is available at this time.